Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during testing, the display was dim and discolored. Additionally, the battery compartment was observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display issue and damage to the battery compartment. This report is made based on results of investigation completed on 04/27/2016.